Event description:
The customer reported a generator error message displayed on the c-arm.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found bad c-arm batteries. He removed and replaced the batteries. The system charger and new batteries operates as intended.